Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited no capture, no sensing, and no impedance. The lead was attempted to be repositioned multiple times without success. The lead was not used and replaced. All electrical measurements were present. The patient was in stable condition.